Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device was received. Per visual inspection, damaged dso seal. The complaint was duplicated. Device shows 41622 error. Primary problem with defective motor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal and motor will be replaced.

Event description:
It was reported that the pump shows "error 41622". The error occurred during infusion. There was patient involvement and unknown patient harm/adverse event reported.